Manufacturer narrative:
Device analysis: 2 empty 1.0ml syringes received without caps or needles in one opened ultra xc tray and pack. No defect observed to both syringes. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported that during injection with one syringe of juvéderm® ultra, the needle disengaged from the syringe and product went everywhere. Patient contact was made. No injury to the patient, staff, or injector. The packaged needle was used for injection.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling addresses the reported event(s) as follows: "precautions ¿ failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection."

Event description:
Healthcare professional reported that during injection with one syringe of juvéderm® ultra, the needle disengaged from the syringe and product went everywhere. Patient contact was made. No injury to the patient, staff, or injector. The packaged needle was used for injection.